Event description:
Set screw unable to be passed through gamma nail to correct point. Set screw then became lodged in gamma nail-unable to be screwed in further or removed. Set screwdriver head detached with the difficult insertion.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be submitted on a supplemental report.